Manufacturer narrative:
The manufacturer report number 2032227-2016-29716 was created incorrectly. This event was reported under the incorrect patient. Please see manufacturer report number 2032227-2016-32635 for this event.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call to have experienced keypad anomaly. Customer reported that the act and esc buttons were not responding. Customer's blood glucose was unknown. Customer does not know what caused anomaly. Customer also reported of being taken to the hospital due to high blood glucose of 500 mg/dl. Customer met with diabetes educator in the hospital and was advised that insulin pump was not working. High blood glucose troubleshooting could not be performed due to insulin pump being registered under a different name.